Event description:
According to the reporter during the operation, when the wound was sutured, the suture needle and thread were not firmly connected. The thread broke off the needle which affected the progress of the operation, prolonged the operation time and prolonged the anesthesia time. The suture needle was replaced in time to complete the operation. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.